Event description:
Patient got an infection that required them to explant the peek implant.

Manufacturer narrative:
It was verified by the sales representative that the peek implant was removed because the patient had a subdural hematoma. The hematoma was not related to the cranioplasty surgery, but a result of a prior surgical complication.